Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
During the passage of the PICC, the catheter showed resistance, so it was removed. At the 5 cm mark, the catheter showed a break, leaving approximately 4 cm inside the child's limb local surgical incision required for removal.

Manufacturer narrative:
Since neither the faulty sample nor an image showing the defect was received, an investigation is not possible. Therefore, the error pattern can neither be verified nor disproved. In general, there are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Unfortunately, the customer did not specify if a water-based or alcohol-based disinfection was used. Concerning this, there are some warnings in the IFU: - at no time should the catheter be withdrawn back through a splitting needle. If it becomes impossible to advance the catheter into a satisfactory position, then the needle and catheter must be withdrawn simultaneously. The result of withdrawing a catheter back through the needle can be catheter embolism. - do not over stretch the catheter as it may rupture, causing a catheter embolism. - be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. The tensile force and dimensions of catheter and set components are randomly checked. Two different batches were used for the assembly group of the catheter tube (involved code 6g35982002). The value of the tensile force of the catheter tube for batch 8248953 was min. 8.53 n and for batch 8245952 min. 9.56 n. Therefore, both batches were within their specification (min. 3 n). There are no further complaints for batch 181124gt, but four further complaints regarding a snapped catheter tube on code 1252.35 within the last three years. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample. This complaint could not be classified. Due to the missing faulty sample, the error pattern can neither be verified nor disproved.

Event description:
During the passage of the PICC, the catheter showed resistance, so it was removed. At the 5 cm mark, the catheter showed a break, leaving approximately 4 cm inside the child's limb local surgical incision required for removal.